Event description:
The pt was revised to address cup/liner dissociation. Doi: (B)(6) 2008 - dor: (B)(6) 2009 (right side).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.